Event description:
Correction: the one implanted mitraclip xtr was explanted during mitral valve replacement surgery on (B)(6) 2019.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: explant date removed and corrected to na.

Event description:
Subsequent to the initially filed medwatch, additional information was received: the clips were explanted during the mitral valve replacement surgery on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and it is likely that patient morphology/pathology and or case circumstances contributed to the reported difficulties grasping the leaflets and the damage to the leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One xtr mitraclip was implanted without issue. Next, an ntr clip delivery system (cds 81108u118) was advanced to the mitral valve. Several attempts were made to grasp the leaflets, and noted to be difficult. There was not satisfactory leaflet insertion or reduction in mr. The ntr clip was not implanted and the cds was removed. An xtr cds (80824u118) was advanced; however, after several difficult grasping attempts, there was not satisfactory leaflet insertion or reduction in the mr. The ntr clip was not implanted and the cds was removed. It was noted that there was laceration on the anterior leaflet and the mr was 3+. The patient was sent to surgery for further treatment of the mr. No additional information was provided.